Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set issue on (B)(6) 2026, since patient reported using off label insulin the blood glucose level was high, and the patient was treated with correction bolus via pump.